Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe tip was too thick to insert. The surgery was completed after replacing the laser probe with another one. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. A probe was retuned for evaluation. The probe was manufactured on october 27, 2016. There were 186 paks associated with this lot. A review of the manufacturing records revealed 2 related nonconformities during manufacturing for this product. 5 bent needle and smear on handpiece were scrapped and replaced. 2 short needle were scrapped and replaced with new probes built. Based on qa assessment, the product met specifications at the time of release. 25ga straight tip laser probe with radio frequency identification (rfid) was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017 and showed no obvious nonconformities. The sample was inserted into a 25ga trocar cannula, but hard resistance could be felt near the probe tip and could not pass through. The reported event was confirmed. However, how or why this event occurred cannot be identified conclusively. (B)(4).